Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead impedance on the rv coil was high. The pace/sense and rv coil portions of the lead were capped and replaced and the superior vena cava (svc) coil remains in use. No patient complications have been reported as a result of this event.